Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension is dislodged from the main tube. The entire tube extension wall is broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. Electrical continuity passed. In addition, engineering also observed the tube extension to present char marks and localized melting on a section of the fractured surface. The instrument was disassembled to find char marks on the hypotubes and the inner surface of the reinforcement metal ring. The evidence suggests an arcing event has occurred.

Event description:
It was reported that during a da vinci si surgical procedure, the shaft of the monopolar curved scissors instrument broke at the orange/black junction. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, during internal evaluation of the instrument engineering discovered evidence that an arcing event occurred.